Event description:
It was reported via repair work order that the cot was not able to be loaded into the ambulance due to a broken patient left load wheel horn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.